Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Department of cardiothoracic surgery, helios clinic siegburg, siegburg, germany department of cardiothoracic surgery, university hospital zurich clinic of cardiovascular surgery, zurich, switzerland department of cardiothoracic surgery and transplant surgery, medical high school hannover, hannover, germany author citation: dharuman y, et al. Long-term discontinuation of warfarin in a patient with heartmate 3 left ventricular assist device without thromboembolic events. J int med res. 2024 jun;52(6):3000605241258474. Doi: 10.1177/03000605241258474. The reportable aware date is the date the sjm notifier completed reading the article and entered in the complaint database. Section e1: customer contact information was not available. Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported event of a depressive episode, as well as the patient outcome, could not be conclusively established through this evaluation. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ""introduction"", lists driveline infection, sepsis, and multiple organ failures/dysfunctions, and psychiatric episode as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. This section provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article that the patient passed away from septic multi-organ failure caused by a driveline infection. After initial implantation of the heartmate 3, the patient could only attain an international normalized ratio (inr) of 1.5 (instead of the target 2.0 to 3.0). The patient changed from the anti-coagulation therapy to jantoven (warfarin) combined with plavix (clopidogrel) 75mg once a day. In addition, the therapy was optimized according to the coagulation findings, and vitamin k supplements were used to stabilize the patient¿s condition. Because of the poorly controlled coagulation, the patient required multiple long-term hospital stays with intravenous heparin bridging. The patient also experienced depressive episodes necessitating psychiatric treatment. The therapy was switched to rivaroxaban with clopidogrel. The patient remained off warfarin for 4 years until they died of septic multi-organ failure caused by a driveline infection.